Event description:
The information provided to sjm indicated an sjm epic stented valve explanted on (B)(6) 2013 due to mitral regurgitation and replaced with an sjm masters series valve (model: 33mecj-502; sn: (B)(4)).